Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had several unexpected restart alarms and an external ram error alarm. Customer cleared the alarm but it recurred. Customer had several alarms in the alarm history. The unexpected restart alarm was not occurring after temp basal settings. The pump was not stored without a battery. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
The insulin pump was received with no unexpected a17 or a21 alarm noted during our testing and passed a21 error test and self test. The insulin pump has minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.